Event description:
It was reported that upon review of non-sustained oversensing egm, intermittent capture on the rv lead was observed. Programming changes were recommend. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).